Manufacturer narrative:
The insulin pump had a motor error alarm during the basic occlusion test and was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion test or no delivery test due to a motor error alarm. The motor passed the motor test. The device had cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked lcd window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 62 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.